Event description:
The customer stated that the screen was frozen and no buttons were responding. The customer then stated that the display was blank. The reported blood glucose reading was 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.